Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes d4: serial or lot#:(B)(6) h3: yes d4: serial or lot#: (B)(6) h3: yes d4: serial or lot#:(B)(6) h3: yes d4: serial or lot#: (B)(6) h3: yes d4: serial or lot#: (B)(6) h3: yes d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported product event summary: (B)(6), one (1) controller (B)(6), and six (6) batteries (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events, recorded on 05/nov/2024 at 16:55:48, on 03/dec/2024 at 21:43:24, on 19/jan/2025 at 04:29:56, on 03/feb/2025 at 21:04:19 and 21:04:48, and on 05/mar/2025 at 14:10:54, in which the motor start parameters were atypical. Furthermore, review of the event log file revealed one (1) controller power-up event, with an associated motor start event, logged on (B)(6) on (B)(6) 2025 at 14:10:46, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 45% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without t power for twelve (12) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed several instances involving (B)(6), where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the communication errors and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the loss of power event can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient.

Event description:
It was further reported that the batteries exhibited communication error.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - batteries d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 07-mar-2023 h5: no d1: batteries d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 07-mar-2023 h5: no d1: batteries d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-mar-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed history of various motor start events with parameters outside of the typical range. It was also reported that the controller exhibited a loss of power, and the batteries exhibited several power disconnect alarms. The ventricular assist device (vad), the batteries and controller remains in use. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-oct-2023/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-oct-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 04-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 03-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-may-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 24-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.